Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The osseotite tapered certain implant (xifnt3211) was returned for investigation. Visual inspection of the returned product identified signs of use within the external threads of the implant. The internal hex and collar of the implant was in good condition and showed signs of use and bone residue. Visual and dimensional comparison of the implant with its drawing (dwg no. 850001 rev. A) verified that the implant was consistent with its respective. The implants were located at dental position 14 (universal). The implant was implanted for approximately 4 years. The patient was reported to be a smoker with good oral hygiene and has low density bone. No x-ray images were provided for the reported events of bone loss and infection. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev f - november 2015 information identified: warnings, potential adverse events. Complainant reported that the implant was removed due to perimplantitis, patient came to medical office with inflammation. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. D4: expiration date. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes.' H4: device manufacture date. H6: evaluation codes. H10: additional narrative. The following sections have been corrected: b7: tooth location.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant was extracted because the patient had peri-implantitis.